Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. The service technician was able to verified the reported problem and replaced the touch screen to address the reported problem.

Event description:
The service technician reported that the touch screen is damaged. The service technician reported that the unit was not in use on patient.